Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a broken force sensor was detected during seating or regular delivery. Customer stated the insulin pump had crack and the battery cap part was missing. Customer reported that they received the critical pump error alarm on the insulin pump screen. Customer stated they went for swimming. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail. The unit was received without a battery cap. Unable to confirm/not confirm if the battery cap is cracked or damaged. After battery installation, the unit gave an unexpected flashing medtronic logo screen. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the display anomaly. Unable to upload using thus and thus unable to confirm/not confirm critical pump error 35 due to the display anomaly. After visual inspection, there is corrosion in/around the following: battery compartment, battery board; pcba1--just about everywhere; pcba2--j1, lcd flex cable terminal. After inserting a known good pcba1 and a known good pcba2 into the test case, the unit powered up normally. The same thing happened after swapping a known good pcba2 onto the test pcba1 and then into the test case. On the other hand, after swapping a known good pcba1 onto the test pcba2 and then into the test case, the unit powered up to a flashing white / blank display. In summary, the customer¿s report of critical pump error 35s and missing battery cap contacts was unable to be confirmed, and that of a crack on the back of the battery compartment was confirmed during testing. The flashing white/blank display is due to moisture damage as well as pcba2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.